Manufacturer narrative:
Insulin pump received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call that there were scratches on the display. Customer's blood glucose was 98 mg/dl. Customer reported he could only read the time and battery symbol on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.